Event description:
The ablation catheter electrodes failed. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for cardiac ablation catheter, 8.5 fr varipulse bi-directional catheter (per site reporter).